Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutters stick left to right. Analysis of the system log file did not directly confirm ui module malfunction. During troubleshooting, the fse found that the right wedge on the geo control was bad. The fse replaced the control module at the table. After replacement of the control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the azurion left and right shutters were in the field and the healthcare professional could not move them out. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the control module standard which returned the device to use in good working order.